Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the sleeve on the omnispan meniscal repair system/12 degree device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary : three photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual analysis of the first photo reveled that the device is covered by a transparent plastic, the sleeve appear to be correctly placed, no anomalies could be identified in the first photo. In the second photo the device label are shown. Third photo shows an arthroscopic image which the silicon sleeve condition cannot be noted to determine a damage. A manufacturing record evaluation was performed for the finished device lot number: 8l74307 and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the interrogation findings, this complaint was not confirmed. Since the customer reported damage to the silicone sleeve could not be clearly identified in the photos provided, a possible root cause cannot be establish. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.